Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced reduced wound healing at the left burr hole cap incision site. The patient was given antibiotics to treat the issue and was hospitalized; ultimately, the patient underwent surgical intervention on (B)(6) 2025 wherein the entire left system was explanted. It was confirmed that the wound has healed / issue resolved since explant.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.